Event description:
The customer reported that the lh780 hematology analyzer failed to flag for the presence of blast cells in one patient sample on (B)(6) 2009. There were no instrument-generated messages accompanying the results. The erroneous test results were reported out of the laboratory. A sample from the same patient was collected and tested on (B)(6) 2009. The differential test results from the lh780 instrument were flagged with a lymphocyte blast message. A manual differential was performed on the sample and 9% blast cells were observed. The customer believed the manual results to be correct and that the lh780 analyzer failed to flag for blast cells which may have been in the sample which was collected and tested on (B)(6) 2009. The customer indicated the patient's treatment was delayed due to this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR is for patient 1 of 1 on day 1 of 4 on analyzer 1 of 2. See the following mdrs for patient 1 of 1: day 2 of 4, analyzer 2 of 2, MDR #1061932-2011-01350. Day 3 of 4, analyzer 1 of 2, MDR #1061932-2011-01351. Day 4 of 4, analyzer 2 of 2, MDR #1061932-2011-01352. Quality control samples were run before and after this event and results were found to be within acceptable ranges. The test data associated with this sample were not available for analysis due to a corrupted file. A field service engineer visited the site on 07/23/2009 to evaluate the instrument. He cleaned instrument shear valves, replaced erythrolyse delivery line (which was crimped) and optimized erythrolyse & stabilyse pumps in both volume modes. The root cause of this event is unknown though appeared to be sample related.